Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a protective percutaneous coronary interventional procedure with impella (pci with impella). Pre-placement of the first prostyle suture was successful. When attempting to place the second prostyle suture, despite no resistance being noted when introducing the device, the device got stuck. The foot was opened and closed many times however, the device remained stuck. A vascular surgeon was called and performed a mini cutdown. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f and the pci with impella procedure was completed. Hemostasis was achieved with both pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.